Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 3 drivers up and the remaining drivers were down with staples present. The cartridge deck was damaged and the right gripping surface broken off, making the reload nonfunctional. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. In addition it could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device received has been classified as an unreconciled blind unit. No further information.